Event description:
The pt reported observing of the separation of infusion set tubing at the luer-lock connection on two occasions (one occurrence "last week" and the second occurrence on the day prior to the report). She noted, that the tubing on one occasion was partially separated (outer tubing). She was away from home at the time of the report stating that she noticed the separation while at home, at which time she observed a blood glucose value of 400 mg/dl. She reported a normal blood glucose range of 80-120 mg/dl. She did not report any specific symptoms related to her elevated blood glucose. After checking her infusion set, she smelled insulin and felt it on her hands. She replaced the tubing and bolused insulin to decrease her elevated blood glucose value. The pt was unable to provide the lot number and expiration date for the product at the time of the call. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.